Event description:
Clinical study: during a coronary artery drug eluting stenting procedure there was balloon withdrawal difficulty. The lesion being treated in the index procedure was a 3.00mm, 99% stenosed portion of the proximal left anterior descending (prox lad) extending into the mid left anterior descending (mid lad) which was 45mm long. The physician treated the lesion with predilatation and successful placement of a taxus liberte' 3.00x32mm drug eluting stent in the target lesion with post dilatation. There was balloon withdrawal resistance. The physician used more effort for withdrawal of the balloon. The physician then placed a second taxus liberte' 3.00 x 16mm drug eluting stent in the lad. There was an unk overlap with the previously placed stent. There were no further complications noted. The pt was discharged 2 days later on plavix and aspirin.